Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation, the unit was tested on the final test rig against the final test parameters. The investigation concluded that the unit failed to comply with the specifications. The linearity error and the baseline value were of out specification with 4.82% and 0.34 volume percent of oxygen (o2). The supplier also found gas bubbles at the front area of the sensors and elevated signs of dehydration when the unit was dismantled. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) powered up the electronic patient gas system (epgs). The air and oxygen (o2) were set to 50 pounds per square inch (psi). The srt waited for the warmup cycle to complete and calibrated the o2 analyzer successfully three times. He monitored the fraction of inspired oxygen (fio2) values on the central control monitor (ccm) and the o2 analyzer, and found the values to be out tolerance. The galvanic o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) verified that the fraction of inspired oxygen (fio2) was drifting. The fsr replaced the epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the o2 sensor to be erratic. The device did not meet any of the setpoints and the output voltage changed without a significant change in actual oxygen percentage. When setting the on-screen value on the central control monitor (ccm) to a specific setpoint, the external o2 analyzer would stay steady while the ccm value and the sensor output shifted. A lab use only (luo) o2 sensor was placed into the customer's epgs and the system then met all setpoints within tolerance, determining the customer's o2 sensor to be erratic.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) analyzer would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.